Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(6), 2011.

Event description:
Per the clinic, the patient sustained a fall resulting in an exposure of the internal device. The device was explanted on (B)(6), 2011 and there are plans to reimplant the patient with another device, however, this has not occurred as of the date of this report, (B)(6), 2011.